Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery alarms could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 152 mg/dl. No significant events leading to the keypad issues were observed. The customer's relative stated that the device had alarmed low battery and that they had changed the battery too slowly. She stated that they were unable to get the insulin pump to do anything while it had a black circle on the display. She also noted that it would start beeping. Advised replacement of the insulin pump. Nothing further reported.